Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No stuck screen was noted. The pump also had a cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and a cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 79 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).